Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient stated that their implantable neurostimulator (ins) is ¿on its way out.¿ they stated that they have to charge the ins more frequently, and it is also taking longer to charge. The patient mentioned that they have been trying to get the ins replaced through worker¿s compensation due to this. They noted that the issues have been going on for probably a year. The patient was to follow-up with their healthcare provider. No further complications or patient symptoms were reported or anticipated.